Event description:
Incident as reported: lap chole - "dr (B)(6) said the clip applier wouldn't close all the way and then broke it trying to remove the product."

Manufacturer narrative:
The incident device has been returned and currently undergoing engineering eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.